Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty capturing the leaflet and poor image resolution appear to be related to patient morphology/pathology (severely rotated heart, and extreme dilatation of the right atrium). However, a cause for the reported entrapment of device (clip caught on chordae) cannot be determined. The reported foreign body in patient was due to the entrapment of device (clip caught on chordae). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3+, 3 leaflet valve, severely rotated heart, and extreme dilatation of the right atrium (ra). A triclip xtw was inserted and deployed on the tricuspid valve. A second triclip xtw was then inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties capturing the leaflet occurred. After multiple grasping attempts, the clip was inverted and pulled back to the ra without difficulty, and the clip was repositioned at the mid anterior and posterior leaflets. However, difficulties visualizing the clip and difficulties capturing the leaflets occurred again. A decision to remove the clip was then made. However, after inverting the clip and attempting to withdraw to the ra, the clip became caught in chordae. Troubleshooting was performed. However, the clip was unable to be removed from the chordae and could not be withdrawn to the ra. A final attempt was made to capture both leaflets, but the anterior leaflet could not be captured. The physician was able to capture the posterior leaflet; therefore, the clip was intentionally deployed only on the posterior leaflet while attached to the chordae. It was noted that the clip was confirmed to be stable. No additional clips were implanted, and tr remained at a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3+, 3 leaflet valve, severely rotated heart, and extreme dilatation of the right atrium (ra). A triclip xtw was inserted and deployed on the tricuspid valve. A second triclip xtw was then inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties capturing the leaflet occurred. After multiple grasping attempts, the clip was inverted and pulled back to the ra without difficulty, and the clip was repositioned at the mid anterior and posterior leaflets. However, difficulties visualizing the clip and difficulties capturing the leaflets occurred again. A decision to remove the clip was then made. However, after inverting the clip and attempting to withdraw to the ra, the clip became caught in chordae. Troubleshooting was performed. However, the clip was unable to be removed from the chordae and could not be withdrawn to the ra. A final attempt was made to capture both leaflets, but the anterior leaflet could not be captured. The physician was able to capture the posterior leaflet; therefore, the clip was intentionally deployed only on the posterior leaflet while attached to the chordae. It was noted that the clip was confirmed to be stable. No additional clips were implanted, and tr remained at a grade of 3+. There was no clinically significant delay in the procedure.